Event description:
Nursing assistant entered resident room at 10:40 am. Found resident lying on the floor; next to bed with 1/2 side rail under upper body-range of motion none to lower extremetries. No apparent injury to lower extremetries observed red-raised bump on right cheek bone-ice applied. Small skin abrasions-left arm. Cleansed & left open to air. Assisted back into bed-different side rail applied to bed. Wife notified of fall. Blood pressure=138/70, pulse=76, respirations=18. 6-7-98-skin abrasions dry.-intact. Cheek-no swelling noted. Will continue to monitor.